Manufacturer narrative:
Based on calibration and quality control recovery, a general product issue can be excluded. The alarm trace showed an abnormal aspiration alarm on (B)(6) 2023. This could indicate an issue with pre-analytic sample handling. A hardware check test was within specifications. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The questioned sample was aliquoted and refrigerated on (B)(6) 2023 and the sample appeared lipemic and without white material. Precision studies were performed with the sample on (B)(6) 2023 and white material was found in the sample before and after it was centrifuged. The following cholesterol values were obtained with the complained sample during the precision study: 415 mg/dl, 221 mg/dl, 96.4 mg/dl with a data flag, 95.2 mg/dl with a data flag, 94.5 mg/dl with a data flag, 94.3 mg/dl with a data flag, 93.8 mg/dl with a data flag, 94.4 mg/dl with a data flag, 93.8 mg/dl with a data flag, 93.9 mg/dl with a data flag, 94.8 mg/dl with a data flag, 95.5 mg/dl with a data flag, 95.0 mg/dl with a data flag, 94.5 mg/dl with a data flag, 95.3 mg/dl with a data flag, 94.2 mg/dl with a data flag, 95.5 mg/dl with a data flag, 94.6 mg/dl with a data flag, 94.7 mg/dl with a data flag, 94.7 mg/dl with a data flag, 94.3 mg/dl with a data flag, 95.9 mg/dl with a data flag, 94.8 mg/dl with a data flag.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on cobas pro c 503 analytical unit serial number (B)(4). The sample initially resulted in a cholesterol value of 702 mg/dl and this value was reported outside of the laboratory to the doctor. The doctor requested a repeat of the sample. The sample was repeated, resulting in a value of 261 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 260 mg/dl.

Manufacturer narrative:
The field application specialist repeated samples tested around the same time as the complained sample and these repeated ok. The sample probe and washer were checked; the cell rinse water levels were ok. A drop of water was found at a cell cover that covers the incubator bath filter. The cuvettes and lamp screws were checked and these were tight. The cell covers, sample probes and reagent probes were cleaned. Probe wash and air purge maintenance items were performed. Precision studies were performed for multiple parameters and only cholesterol precision was outside of specifications. The field service engineer reduced the cell rinse water volume. Maintenance was performed on the analyzer, including cleaning the incubator bath, replacing the lamp, and replacing the cuvettes. Precision studies were performed. Controls were run and passed. The sample that was previously pipetted into the same cuvette used to measure the complained sample had a high cholesterol result. This plasma sample was milky.